Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, when the surgeon about to perform the first firing, firing could not be performed. Upon checking the post-operatively they found out that there was a trace of pre-firing. The procedure was completed with another device. There was no patient injury.